Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 201222. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. The pictures revealed a red particle inside of the syringe. The two samples returned were examined microscopically and the bevel was observed well formed with no defects in the cannula detected. The two samples were then tested using different angles of penetration with a laboratory vial and no difficulties were identified. Through further microscopic inspection after testing within the investigative facility, no additional vial stopper fragmentation was found. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. Based on the provided information, we understand that the issue of coring took place; however, with the current preventive controls, it is unlikely that the coring was a result of poor cannula quality. As part of the manufacturing inspection process, the cannulas are inspected for point conditions, flashes, cleanliness, and clogging conditions with measurements and penetration tests performed. It is possible that the technique used to penetrate the vial played a role in the coring issue. Since most of the needles have a short bevel, the needle should penetrate the stopper at a ninety-degree angle to avoid the risk of coring. H3 other text : see h10.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld was blocked. The following information was provided by the initial reporter: when piercing the rubber membrane of the medication container, a piece of the rubber membrane was also punched out and ended up in the syringe. According to the user they pierce the container in a straight line but of course it is also possible that sometimes they pierce in an angle. However, there should not be so much punch out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld was blocked. The following information was provided by the initial reporter: when piercing the rubber membrane of the medication container, a piece of the rubber membrane was also punched out and ended up in the syringe. According to the user they pierce the container in a straight line but of course it is also possible that sometimes they pierce in an angle. However, there should not be so much punch out.